Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 8 patient samples tested with elecsys hiv duo on a cobas e 801 analytical unit. Sample 1 resulted in the following hiv duo values: 2.54 coi (reactive), 0.207 coi (non-reactive), 0.208 coi (non-reactive), 0.233 coi (non-reactive). Sample 2 resulted in the following hiv duo values: 2.37 coi (reactive), 0.211 coi (non-reactive), 0.206 coi (non-reactive), 0.210 coi (non-reactive). Sample 3 resulted in the following hiv duo values: 8.67 coi (reactive), 0.259 coi (non-reactive), 64.9 coi (reactive), 65.1 coi (reactive). Sample 4 resulted in the following hiv duo values: 2.44 coi (reactive), 0.206 coi (non-reactive), 0.210 coi (non-reactive), 0.210 coi (non-reactive). Sample 5 resulted in the following hiv duo values: 1.20 coi (reactive), 0.310 coi (non-reactive), 0.409 coi (non-reactive). Sample 6 resulted in the following hiv duo values: 12.9 coi (reactive), 0.242 coi (non-reactive), 0.261 coi (non-reactive). Sample 7 resulted in the following hiv duo values: 1.13 (reactive) with data flag, 0.828 coi (non-reactive), 0.212 coi (non-reactive), 0.199 coi (non-reactive), 0.251 coi (non-reactive). Sample 8 resulted in the following hiv duo values: 0.730 (non-reactive), 2.53 coi (reactive), 4.27 coi (reactive), 4.22 coi (reactive), 4.18 coi (reactive).